Event description:
It was reported that during a pre use inspection, the cardiosave intra-aortic balloon pump (iabp) when turned on the touch keys do not respond and cannot be used. There was no patient involvement.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) when turned on the touch keys do not respond and cannot be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assy , pcba video generator and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a